Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that (2) ar-3730sp double loaded knee fibertak would not insert in the patient's patella through the drill guide. This was discovered during an mpfl procedure on (B)(6) 2023.

Event description:
Case completed using new implants-same part #.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The bone quality of the patient was not provided. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device.